Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime). The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because of an unspecified prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2018 with the following findings: the pump was able to perform the prime steps with no issues. There were loss of prime warnings observed in the pump history, but they could not be duplicated during the investigation.